Event description:
It was reported that the programmer would not print to the full size printer but would print to the strip printer. The caller stated the service disk was ran and verified that the default printing is not set to print later. The caller also tried a test page from the freeze screen with no success. Technical support (ts) asked if there was another printer at the clinic that is connected to a full size printer and operating. There was and ts suggested that the programmer be connected to that printer and try printing. If not successful, then the issue may be the universal serial bus (usb) cable or the printer itself. Caller will try another programmer. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the hard disk drive was reimaged and current software was reloaded as a preventative. It was also noted that the lower case handle was broken, the power cord door was damaged, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Concomitant products: product ID 2067 radiofrequency (rf) head; product ID 229047 analyzer. (B)(4).